Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received spanish software anomaly, unexpected restart, and external ram crc error alarm on their insulin pump. No further information provided.

Manufacturer narrative:
The pump passed the functional testing and was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The pump passed the unexpected restart and self tests. No unexpected alarms were noted during testing. However, a displayable history error alarm was found in the alarm history due to a corrupted history file. The pump had a cracked case at the display window corner, a cracked lcd window and minor scratches on the lcd window.